Event description:
It was reported to boston scientific corporation that a capio slim device was used in a procedure performed on (B)(6) 2024. It was reported that the thread broke which most likely suggests that the dart detached from the suture. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device codes a0501 capture the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used in a procedure performed on (B)(6) 2024. It was reported that the thread broke which most likely suggests that the dart detached from the suture. The procedure was completed using another capio slim device. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf device codes a0501 capture the reportable event of dart detachment. Block h10: the returned capio slim device was analyzed, and it was found that during functional inspection, the device was deployed; however, the device cage was unable to catch the suture. Also, dimensional inspection determined that the spring catch was out of specification. With all the available information, boston scientific concludes that the reported event of the cage did not catch the dart was confirmed. The most probable cause of this event is cause traced to device design. An investigation to address this problem was initiated and concluded that the inability to catch the needle is caused by an interaction between the dart and the spring catch, which was not appropriately considered in the design tolerance arrangements of the device. The reported event of dart detachment could not be confirmed because the suture was not returned. The most probable cause of this event is no problem detected as it was not possible to identify any evidence of the alleged problem on the device after visual, functional, and dimensional inspections.